Event description:
Hospital reported that during a minimally invasive mitral valve repair procedure, the doctor had to apply more force than usual to remove the dislodged 22 fr venous cannula. It separated in two places while pulling out. All pieces were recovered. The pt had large hematoma in the groin area. X-rays were taken and the pt appears to be doing fine. The hospital rep indicated she didn't feel the pt complications were caused by or linked to the product malfunctioning.

Manufacturer narrative:
A failure investigation was completed on the 22 fr rap fv cannula. The returned product had separated into several parts, most likely falling under tension. Pull tests were completed on several cannulae and the failed unit. The tensile force at failure averaged 20 lbs. It concluded the root cause of the failure was excessive tensile force applied to the cannula. The field report did note the doctor had to apply more force than usual to remove the cannula.